Event description:
The hcp reported that the pt is not receiving efficacy and a reservoir volume discrepancy of 88% was noted at refill. The hcp expected 2.3 ml; 18 ml were aspirated at first refill following implant. The pump contains morphine; the pt has not reached efficacy since implant. Specific symptoms were not reported. Logs were reviewed with no discrepancies reported. Dye study reveals occluded catheter. The pt is scheduled for catheter revision.